Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced battery and power board to resolve the issue. The system was verified and ready to use. The power board was returned, and failure analysis was completed. The unit was installed onto surgeon side cart (ssc) test system program and start up, no problem no error continued where it ran 10x power cycle and it sat idle for one hour. After all, tested from system it unable to replicate the reported failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system reflected error 824 and 861 pointing to the battery. The customer was able to recover from the error. The procedure continued as planned. There was no report of patient injury.